Manufacturer narrative:
Findings: pump received with normal operating currents no unexpected battery out limit alarm during testing noted. Pump received with intermittent button response and button error alarm due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 67 mg/dl. The customer stated that when she went to bolus the up arrow got jammed and unable to clear alarm due to keypad not responding. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 67 mg/dl. The customer stated the device alarm after battery change and it its alarming at time of call. The customer is unable to continue troubleshoot due to keypad not responding.